Event description:
It was reported that the patient experienced exacerbated congestive heart failure (chf) and presented to the emergency room. Upon interrogation of the pulse generator, loss of capture was observed on the left ventricular lead. X-ray imaging showed that the lead dislodged from the left ventricle back to the right atrium due to twiddler's syndrome. The lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.